Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false reactive alinity I anti-hbs for one patient. The sample was lower and nonreactive on another alinity. The following results were provided (reference range <10.00 miu/ml): alinity (B)(6) result = 11 miu/ml. Alinity (B)(6) = 8.72 miu/ml there was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the module, performed multiple troubleshooting procedures, and determined the alinity pipettor probe (03r96-01) and valve, manifold, dispense 2 way (a-35002114-03) the likely causes of the result issues. The parts were replaced, and the issue was resolved. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the immunoassay systems did not identify any similar issues related to the alinity I system, the sample alinity pipettor probe, and valve, manifold, dispense 2 way (a-35002114-03) or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module serial number ai03496, the sample alinity pipettor probe, or the valve, manifold, dispense 2 way (a-35002114-03) were identified.

Event description:
The customer observed a false reactive alinity I anti-hbs for one patient. The sample was lower and nonreactive on another alinity. The following results were provided(reference range <10.00 miu/ml): alinity (B)(6) result = 11 miu/ml alinity (B)(6) = 8.72 miu/ml there was no impact to patient management reported.